Manufacturer narrative:
Event date: 09/2022. The device was received for evaluation. During functional testing, the device had a delayed keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor printed circuit board (pcb). The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad had a timing delay. All keys were not working and had a delayed or slow response. This occurred during routine testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.